Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). Follow-up was provided by the biomed who revealed that the damage (described as burned brown marks) was believed to be operator error due to not plugging in the units fully, or being very aggressive when unplugging the machines. The biomed replaced the power plug to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
The user facility biomedical technician (biomed) reported that burn spots were observed on the power plug of a 2008t hemodialysis (hd) machine while performing preventive maintenance (pm) on the system. No flames or sparks occurred, and no smoke or the smell of burned components was noted. No visible damage to any other parts was identified. The biomed replaced the power plug to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. Additionally, the biomed provided follow-up information which revealed that the damage (described as burned brown marks) is believed to be operator error due to not plugging in the units fully, or being very aggressive when unplugging the machines. Furthermore, on occasion, it was reported that the staff fails to utilize the hospital grade ground-fault circuit interrupter (gfci) outlets.